Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from belgium reports an event as follows: it was reported that patient will undergo revision surgery due to broken matrix rib plates. Patient was originally referred for matrix rib fixation being unstable after trauma on (B)(6) 2020. CT scan performed on (B)(6) 2020 where a number of ribs still required a medical intervention. Patient suffered from pain. First procedure on (B)(6) 2021 with placement of 3 matrix rib plates on right ribs 6-7-8. Patient visit on (B)(6) 2021 where patient reported pain after performing heavy duty work. X-ray confirmed broken matrix rib plates on rib 7-8. A revision procedure was performed on (B)(6) 2021 where the broken plates were replaced. Rib 7 plate fixation with 5 screws anterior and 5 screws posterior. Rib 8 plate fixation with 5 screws posterior and 3 screw anterior. Control x-ray on (B)(6) 2022 after heavy duty activity and patient complaining about pain. X-ray confirmed that plates that where placed on rib 7 & 8 where broken again. A new surgical intervention will be required but is not planned yet. This report is for a ti matrixrib pre-contoured pl 17 holes for right ribs 6 & 7. This is report 2 of 2 for (B)(4) and captures the first revision surgery. The second revision surgery is captured under (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6 a manufacturing record evaluation cannot be performed since lot number is unknown the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment . Visual analysis of the attachment found that it contained x-ray images from (B)(6), 2021 to (B)(6), 2022. A review of the images found the following: (B)(6) 2021 ¿ 1 x-ray image shows three (3) implanted matrixrib plates. No breakage is visible in the image and the plates appear to be secured properly to the bone. (B)(6), 2021 ¿ 4 x-ray images show three (3) implanted matrixrib plates. All 4 images show the lower 2 plates have broken. The upper of those broke between the fifth and sixth holes and the lower plate broke between the sixth and seventh holes. The plates all appear to be secured to the bone. (B)(6) 2021 ¿ 2 x-ray images show three (3) implanted matrixrib plates. No breakage is visible in either image and the plates appear to be secured properly to the bone. (B)(6), 2021 ¿ 1 x-ray image shows three (3) implanted matrixrib plates. No breakage is visible in the image and the plates appear to be secured properly to the bone. -(B)(6) 2021 ¿ 1 x-ray image shows three (3) implanted matrixrib plates. No breakage is visible in the image and the plates appear to be secured properly to the bone. - march 3, 2022 ¿ 1 x-ray image shows three (3) implanted matrixrib plates. No breakage is visible in the image and the plates appear to be secured properly to the bone. - september 26. 2022 ¿ 3 x-ray images show three (3) implanted matrixrib plates. All 3 images show the lowest plate has broken between the fifth and sixth holes. No breakage is visible in either of the other plates and all plates appear to be secured to the bone. The observed condition of the device can most likely be attributed to heavy duty work and activity, as mentioned in the event description. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the matrixrib precontoured plate r f/ribs no. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: device returned. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that matrixrib precontoured plate r f/ribs no, was broken. Only two fragments were received for evaluation, the etched fragment wit lot number and part number was not received in the evidence provided. A dimensional inspection for the matrixrib precontoured plate r f/ribs no /was unable to be performed due to post manufacturing damaged. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the matrixrib precontoured plate r f/ribs no would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: n/a device history lot a manufacturing record evaluation cannot be performed since lot number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.